Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the iab was not able to pass over the guidewire. As a result, the iab was replaced. Second iab was inserted at the same site". No patient injury, harm, or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "iab was not able to pass over the guidewire" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Corrected data: section b. Adverse event or product problem; unchecked "adverse event" as no injury or harm was reported and confirmed by complainant.

Event description:
It was reported that "the iab was not able to pass over the guidewire. As a result, the iab was replaced. Second iab was inserted at the same site". No patient injury, harm, or consequence reported. Patient condition reported as "fine".